Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.